Event description:
It was reported that the patient has bradycardia and is still passing out. She spent a week in intensive care because their heart stopped while they were in the grocery store; "someone shook them a few times to get their heart kicking again". Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the patient has not been seen. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).